Event description:
It was reported that a patient presented with over-sensing of noise noted on the right ventricular lead. No intervention or adverse patient consequences were noted.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2025. High capture thresholds were noted on the lead as well. No adverse patient consequences were reported.